Event description:
Customer reported that pump declared alarm 20 during pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. Customer was unable to successfully load a new cartridge and resume insulin therapy as the cartridge alarm recurred. Although technical support intended to assist by replacing the pump, they did not proceed with the replacement because the pump was out of warranty.